Manufacturer narrative:
Product event summary # the waist pack (lot number 1230478) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the waist pack passed visual inspection. Functional testing revealed that the controller cover snap magnet does not stay fastened. As a result, the reported event was confirmed. The most likely root cause of the reported event may be attributed to a misalignment of the magnet due to wear and/or handling of the pack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient pack is used to safely secure, store and carry the controller and batteries. It can be used in or out of the hospital, when resting, sleeping or ambulating. The instructions for use (IFU) and patient manual caution the user to use only heartware supplied components with their heartware system. Users are instructed that the patient pack can be washed by hand using a mild detergent and cold water, or machine washed using the delicate cycle. Users are instructed to not use bleach and to allow it to air dry. Users are further warns to not used a clothes dryer and to make sure that the pack is completely dry before use. In addition, they are guided to inspect it for damage or wear before each use. Lastly, users are instructed to return any damaged components to heartware. It was reported that the waist pack's clip, or snap hook, was damaged. The waist pack was not returned for evaluation. A review of the manufacturing documentation confirmed that the waist pack met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged snap hooks can be attributed to wear over time or due to the handling of the pack. The unit, however, was not available for analysis. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report investigation results. The waits pack was returned for evaluation. Visual and functional inspection was performed. Investigation is ongoing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The patient pack is used to safety secure, store and carry the controller and batteries. It can be used in or out of the hospital, when resting, sleeping or ambulating. The instructions for use (IFU) and patient manual caution the user to use only heartware supplied components with their heartware system. Users are instructed that the patient pack can be washed by hand using a mild detergent and cold water, or machine washed using the delicate cycle. Users are instructed to not use bleach and to allow it to air dry. Users are further warns to not used a clothes dryer and to make sure that the pack is completely dry before use. In addition, they are guided to inspect it for damage or wear before each use. Lastly, users are instructed to return any damaged components to heartware. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported that the snap of the patient's waist pack which holds the controller in place will occasionally become undone. It was also reported that the controller would fall because of this issue. The waist pack was exchanged with no reported patient consequences. No further information was provided.